Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top of case was cracked at both front corners. Bottom of case is broken at left bracket mounting surface. Right plunger case cracked at top surface. Customer's reported issue was not duplicated during power-on and self -test. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced top, bottom, and right plunger cases due to physical damage. Upgraded motor mount due to old part.

Event description:
It was reported that failure on background test event occurred. No patient injury reported.